Event description:
Spacelabs received a report that a telemetry monitor failed to alarm when a pt was having arrhythmias. The monitor techs noticed that the monitor was showing "???" Instead of pt heart rate during the event. The pt went into a code and died.

Manufacturer narrative:
The event was reported to spacelabs 10 days after occurence. The pt data is not available because the customer's retrospective database (ics system) purges data after 72 hrs. The screenshots of the ics provided by the customer cannot be used for evaluation because they are from the saved events not the alarms tab in the ics system. Hence no alarms info is available. None of the pt waveform printout shows the waveform at the time of the incident. The devices involved in the event were tested by a spacelabs field service engineer (fse) onsite with no problem found. The fse found several other patients on telemetry with "???" For the heart rate and monitor messages stating there was a bad lead connection. The fse replaced the lead wires, and discussed lead preparation with the customer. The customer is continuing to use the subject devices to monitor patients. Spacelabs considers this issue closed.